Event description:
Per the end user, there is a circumferential red rash under the tape collar. Once the user stopped using the tape collar, the rash resolved. No further info is available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) list in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.